Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her son (the pt) alleging that the pt had been experiencing high blood glucose (bg) levels for a while. The pt reportedly started using the reported pump and the end to the prior to contacting animas on (B)(6) 2010. According to the reporter, the pt's bg's were under control over the weekend but beginning on (B)(6) 2010, the pt allegedly had high bg with positive ketones all week. On (B)(6) 2010, the pt reportedly had 2-3 occlusion alarms. His site had been changed 8 times throughout the week and a bent cannula was found in 1-2 instances. An unidentified health care provider (hcp) had been making setting adjustments. All supplies were reportedly within expiry date. The insulin had been changed and did not appear to be cloudy. No air bubbles were found. The animas rep advised the reporter to f/u with the hcp for evaluation of sets that the pt was using and to possibly try inset 30. The reporter was also advised to consult with the hcp regarding site evaluation for scar tissue. The pt was reportedly thin and was using limited sites. The pt had been using his buttocks for 2 years. Based on the info provided, this complaint is being reported due to the following conclusion. The reporter alleged that the pt developed high blood glucose and positive ketones while using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: typical usage alarms and warnings were observed in the black box. The total daily insulin dose showed that the pump was accurately delivering until the last date used by the patient. An ezprime operation was performed with no issues. The pump was used after the original complaint date and all histories and black box data was overwritten. The pump was exercised for 29 hours and a flow accuracy test was completed and the pump was found to be delivering accurately. The conclusion was unable to adequately investigate the reported event due to overwritten pump history and there was no defect found in the delivery of the pump.